Event description:
It was reported that the asymptomatic patient presented to the hospital after experiencing a vibratory alert. The device was found to be in backup vvi mode due to a hardware error. Attempts to reload the device code resulted in the a vibratory alert and a loss of telemetry. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. The reported field event of the device in backup vvi mode was confirmed via device interrogation. The cause of the device going into backup vvi mode was two software resets that occurred within a short period of time. The root cause of the software resets could not be determined.